Event description:
The customer reported to olympus the evis lucera elite colonovideoscope presented a scope communication error (e315). The reported issue occurred during preparation of use for a diagnostic enteroscope procedure. The procedure was subsequently completed with a similar device with no delay. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, it was observed that the leak check label was discolored. This report is also being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the scope communication error (e315) could not be identified. Considerations: presumable cause: while the user was handling the device, water invaded the scope connector, which led to an abnormality of electronic parts. As a result, the suggested event occurred temporarily. Feedback to the user: please handle the device in accordance with the instructions for use (IFU). Olympus will continue to monitor field performance for this device.